Event description:
The infant was approx. 1 hour old and had been moved to the nursery. Upon routine charging it was noticed that blood was leaking through the infants wrapper. The clamp was examined and determined to have partically opened. The delivery was normal, however, there was not much cord left to place another clamp. Cbc was taken and infant was later released to go home.